Event description:
The doctor was attempting to retrieve the filter and noticed that one of the arms broke off. The doctor attempted to retrieve the arm from the lung but was unable to. The doctor transferred the pt to another hospital where the doctor there was successful in retrieving the arm from the lung via snare.